Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that when the patient's ins was initially implanted the healthcare provider (hcp) "didn't do it right". The patient stated he went to another hcp where a manufacturing representative (rep) helped with programming and was told by the hcp th at their ins was not installed correctly. The patient stated he had a second surgery done that took "like 5 hours". The patient stated the second surgery occurred (B)(6) 2017. The patient also mentioned the doctor had difficulties obtaining the information or images that he needed from the patient records. No further complications were reported. No patient symptoms were reported. Additional information received from the rep confirmed that they were not made aware of the 'incorrect installation' at the time that the issue occurred (around a month prior to (B)(6) 2017). The rep stated that prior to, during, and after the case, impedances were within normal range. To reps knowledge, the implanting physician followed protocol and operated according to labeling. No further complications were reported.